Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) lead warning displayed fast non-sustained ventricular tachycardia episodes and the sensing integrity counter was noted. The pocket was opened and the lead was checked. The edge of the lead was cleaned, the same lead was placed, and the measurements were normal. No patient complications have been reported as a result of this event.